Event description:
It was reported that during initial implant procedure, there was difficulty implanting the lead. After making several attempts implanting the lead, there was blood noted on the stylet and the stylet could not be passed through the lead. The physician used another stylet and the same issue occurred. The lead was removed and replaced. Patient was in good condition

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.